Event description:
It was reported that the programmer screen is non-functional. When the programmer is turned on, the screen is black. Also, the screen hinge needs to be fixed because it droops. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).